Event description:
During an attempt to introduce the sds over the positioned guidewire, the stent moved proximally on the balloon of the delivery system. The sds/stent never entered pt. Additional pt and intended procedural details were not available as per the reporting affiliate. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days upon receipt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable mfg quality plan as well, including stent retention values.